Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The non totally occluded, eccentric and the de novo target lesion was located in the mildly tortuous and severely calcified left anterior descending artery. The lesion contained a >45 and <=90 degrees bend. A 3.50mmx8mm nc emerge balloon catheter was advanced for post dilation. However, during inflation at 18 atmospheres, the balloon ruptured. The device was completely removed from the patient and the procedure was completed with another 3.50mmx8mm nc emerge balloon catheter. No patient complications were reported and the patient's status was stable.